Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.